Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: unk head lot#unk item#unk, unk shell item#unk lot#unk, unk stem lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total hip arthroplasty revision approximately seven years post implantation due to dislocation and a patient fall that ruptured tissue around the hip capsule. The liner was removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Initial implant date - the implant date and month are unknown but the initial revision was performed in year 2010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4).

Event description:
It was reported that the patients hip was revised approximately seven years post implantation due to dislocation, caused by patient fall that ruptured tissue around the hip capsule. The liner was removed and replaced.